Event description:
Medtronic received information that 45 days following the implant of this transcatheter bioprosthetic valve, the valve was explanted due to stenosis and regurgitation. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.